Event description:
There is no allegation from a health professional that the death was related to the device. It was suspected that the patient died of cancer.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.